Event description:
It was reported that the patient presented to the emergency department with an elevated heart rate. A remote monitoring transmission was sent and indicated that the right atrial (ra) lead displayed intermittent undersensing. Additionally, the right ventricular (rv) lead had displayed undersensing of one beat during a stored episode of non-sustained ventricular tachycardia (vt). The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2004 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.